Manufacturer narrative:
Block b3: exact date unknown, event occurred three months prior to the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2158500. Model: sc-2158-50. Serial: (B)(6) . Batch: 20657673/19590812.

Event description:
It was reported that the patient was experiencing overstimulation which described as uncomfortable and painful. It was noted that the spinal cord stimulator (scs) leads had high impedances. The patient underwent a procedure wherein the implantable pulse generator (ipg) and scs leads were replaced. The patient was doing well with good coverage postoperatively. The explanted devices were retained by the medical facility and will not be returned.